Event description:
It was reported that during use, the cardiosave intra aortic ballon pump(iabp) had a screen malfunction with locking and unlocking function. Customer stated lock screen function would not work. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.